Event description:
Provider alleged the bed frame is bent and wanted a quote for a pendant and motor. Provider had no serial number and didn't know what motor. Identified as an "older" bed. Dealer hung up before anything else could be done.